Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's battery was observed to be depleting rapidly. Additionally, it was reported that multiple temperature alarms (10 and 11) occurred, as well as an undefined cartridge alarm. Additionally, customer experienced a blood glucose level ranging from 42-66 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.